Manufacturer narrative:
Two decontaminated continuous feeding sets without the original packaging or lot number were received evaluation. The sample was visually checked according to product specifications. The reported condition of a disassembly of the tube to the adapter was confirmed in the 2 samples. The root cause for the disassembly issue may occur if the operator does not ensure that the component is properly assembled. This is the first complaint related to this incident during the last year and there is not a negative trend that indicates a potential issue of the process. Therefore, corrective actions will be limited to manufacturing awareness at this time. A production notification was issued to all personnel to ensure awareness of the condition reported by the customer. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the clipstar fell off two sets. Additional information stated that the issue occurred while disconnecting and that the clipstar came off due to the right angled connection breaking.

Manufacturer narrative:
The model number, catalog number and UDI were corrected based on corrected information received on 7-jul-2021.